Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to provided information, the fresh gas pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. The pressure transducer printed circuit board is part of the pressure measuring in the system. System checkout (sco) was performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for fresh gas pressure transducer pcb. The fresh gas pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. Prior investigations, performed for similar failure, have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. The investigation found that the pressure sensor bond(s) was broken due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the printed circuit board was broken and, based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer printed circuit board failure in this complaint has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed multiple tests during system checkout and generated technical error code indicating airway pressure sensor error. There was no patient harm. Manufacturer's ref. #: (B)(4).